Event description:
This report is being filed after the subsequent review of the following literature article; yen et al (april 7, 2005) fracture of anterior cervical plate implant ¿ report of two cases. Acta neurochir 147: 665¿667. Taiwan. A (B)(6) female with a known history of cervical spondylosis was involved in a motor vehicle accident, which aggravated a pre-existing myeloradiculopathy. When the magnetic resonance imaging (MRI) revealed c3-c6 disc disease with multiple spur formation, a c3-c6 discectomy, c4-c5 corpectomy and fusion with iliac crest autograft was performed followed by instrumentation with cervical spine locking plate (radius 25mm) (synthes (B)(4)). The operative procedure went uneventfully and the neurological deficits disappeared completely after surgery except for mild neck pain. Three months later, a pseudoarthrosis was demonstrated at the c3 vertebral body-graft interface. Because of trivial symptoms, instead of offering the patient posterior wiring and fusion, she was left in a cervical collar and followed with imaging studies. Eighteen months postoperatively, she twisted her neck on a roller coaster and experienced neck pain without neurological deficits. X-ray revealed a fracture of the plate through the midline hole at the lower aspect of the plate. The superior pseudoarthrosis remained unchanged. A second procedure was performed and during surgery residual disc tissue was identified between c3 vertebral body and graft. An anterior fusion was repeated with a caspar plate (competitor's device). Follow-up x-rays ultimately showed complete fusion and she later requested elective plate removal. This is report 1 of 2 for (B)(4). This report is for an unknown plate, cslp sytem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate, cslp sytem/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).